Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
While performing bench service for the device, it was noted by the authorized bench technician that the device had experienced an optical switch failure during testing. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.